Event description:
It was reported that the patient was no longer feeling stimulation from her lower spine down to her leg. She only felt stimulation, slightly, in her right leg even at a very high setting. It was also reported that the patient had fallen down a flight of stairs three months before, and that their stimulation had changed since then. The patient's status was unknown. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.